Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent occasions where insulin was not observed exiting the infusion set tubing. The customer changed the pump supplies (cartridge/infusion set tubing) and confirmed insulin was exiting the tubing successfully. Blood glucose was approximately in the 300 mg/dl range.